Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the concerto coil (model: nv-2-8-helix lot: a741255) was returned for analysis. There was no instant detacher, microcatheter, or accessories returned with the device. No damages were found with the actuator, positive load indicator, break indicator, coupler tube or crimps. There is no indication that any manual or mechanical detachment attempts were performed at these locations. The concerto pushwire was found bent. The concerto implant coil was found damaged within the introducer sheath. Dried blood was found throughout the introducer sheath. In-house detachment testing was not performed due to the pushwire and implant coil being stuck within the introducer sheath by the dried blood. Based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pusher was returned with the implant coil still attached, however, the cause of the non-detachment could not be confirmed. In addition, the non-detachment event could not be replicated as the concerto implant coil was found stuck within the introducer sheath and attempts to dissolve the blood and dislodge the implant coil were unsuccessful. There was no malfunction of the pusher or non-conformance to specification identified that led to the non-detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for additional information and device return. Once the device has been received and investigation completed, a supplemental report will be submitted. Reference mdrs: 2029214-2019-00599, 2029214-2019-00600, 2029214-2019-00601, 2029214-2019-00602 ,2029214-2019-00603. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the physician was not able to detach 5 medtronic implant coils after preparation according to the instructions for use (IFU). The physician was able to complete the procedure with new coils. No patient injury was reported as a result of the event. The patient was undergoing surgery to treat neurovascular abnormalities. It was noted the vessel tortuosity was moderate. There were no patient symptoms associated with the event.